Event description:
Revision surgery is planned for patient with a unicondylar knee implant due to suspected tibial component loosening.

Manufacturer narrative:
Revision surgery is planned for patient with a unicondylar knee implant due to suspected tibial component loosening. Review of the device history record indicates that the device was manufactured to specification.